Event description:
It was reported that the patient presented with discomfort at clavicle region. PICC in place PICC assessed by triage venous return obtained and flushed. Chest x-ray carried out and confirmed tip of PICC in satisfactory position. Reviewed by doctor and allowed to proceed with chemotherapy. When chemo administering machine bleeping frequently and treatment was stopped. Cannulated for remainder of treatment and PICC removed as per doctor. On examination of PICC following removal fracture and kink noted. Leak occurred internal to patient body. No other details provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06491.

Event description:
It was reported that the patient presented with discomfort at clavicle region. PICC in place PICC assessed by triage venous return obtained and flushed. Chest x-ray carried out and confirmed tip of PICC in satisfactory position. Reviewed by doctor and allowed to proceed with chemotherapy. When chemo administering machine bleeping frequently and treatment was stopped. Cannulated for remainder of treatment and PICC removed as per doctor. On examination of PICC following removal fracture and kink noted. Leak occurred internal to patient body. No other details provided, at this time.